Manufacturer narrative:
No issues were identified during a review of the reaction monitor data. Calibration was last performed on (B)(6) 2022 with acceptable results. It was noted that the calibration from (B)(6) 2022 initially showed an error; upon repeating calibration on (B)(6) 2022 the results were acceptable. At the time of the calibration error on (B)(6) 2022, qc failed. Qc on the day of the event was acceptable. No issues were identified during a review of the alarm trace data. The investigation determined the initial and repeat results were performed with different reagent cassettes from the same lot number. The reagent cassette used for the initial results had been flagged with the calibration error on (B)(6) 2022 and was successfully calibrated on the same day. The repeat results were performed with a different reagent cassette. The investigation determined the event was consistent with an issue with the reagent cassette used for the initial results (e.g. Storage, handling conditions), however, the specific root cause could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned the results for multiple patients tested for creatinine jaffé gen.2 (crej2) on a cobas 6000 c (501) module. The customer provided discrepant results for 2 patient samples. Patient 1 initial result was 1.29 mg/dl. The repeat result was 0.80 mg/dl. Patient 2 initial result was 1.51 mg/dl. The repeat result was 0.95 mg/dl. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The c501 module serial number was (B)(4).